Event description:
Sales rep. Called and informed that: "the surgeon informed the sales rep. That after an x-ray it was verified that the patient's ventriculars were enlarging rapidly and the surgeon decided to explant the certas valve. Valve was sent for pathology and it revealed an infection. The pathology report is not available. Valve was not replaced. Surgeon decided to use other means to continue to drain the patient. Surgeon believes that nothing is wrong with the certas valve, but would like to have it checked." (B)(4).

Manufacturer narrative:
(B)(4).